Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in pacing inhibition in this pacer dependent patient. The noise was reproduced with isometrics.